Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary: response received from the sales rep that the device was discarded and will not be returned for evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device serial number on 7-1-2019, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. UDI:(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the surgeon stated that the shaft on the customer's expressew iii suturer passer without hook is bent. The procedure was completed with another like device with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.